Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due noise related to myopotential that was being oversensed. Technical services discussed shock confirmation algorithm. At this time, the system remains in service. No adverse patient effects were reported.